Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced morning hyperglycemia with a reported value of 316 mg/dl while using the ilet and administered additional subcutaneous insulin via pen without disconnecting from the pump, resulting in a rapid glucose decrease. The event was associated with an improper or incorrect procedure and involved no specific device component. Symptoms included hyperglycemia and irritability. Outcomes included unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and unintended use error caused or contributed to the event.